Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and was taken the hospital emergency room. The physician at the emergency room suspected an un specified failure on the electrocardiogram (ECG) because the left ventricular (lv) lead capture could not be confirmed on the ECG. The lv lead remains in use. No further patient complications have been reported as a result of this event.